Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump had no power. It was noted that a new battery was inserted but the pump remained without power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2014 with the following findings: a review of the pump¿s black box history showed that one power reboot was recorded on (B)(6) 2014. Visual inspection revealed that the battery compartment was cracked below the grip pad. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the keypad cover was peeling from the bottom of the ok button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found under any button contacts. The complaint that the pump had no power was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.